Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 144 mg/dl at the time of the incident. Troubleshooting was performed and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device was received with a no motor movement or negligible movement and retries to free a stuck motor failed alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement and retries to free a stuck motor failed alarms. Moisture damage found on the electronic assembly motor and force sensor during visual inspection. No moisture damage on keypad assembly. Device was received with a case cracked behind the insulin pump near the battery compartment.